Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/15/2015. The fse found diluent reagent leaking from pinch valve pv49 and replaced all tubing through pinch valve pv49, resolving the leak and the error messages. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported blue fluid leak of approximately 12ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and diluent comparison out of limit error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.